Event description:
It was reported that prior to implant, the device was unable to be interrogated. The device was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory. The device was not able to communicate with the programmer via rf telemetry due to a cyclic redundancy check error, but the device interrogated normally via inductive communication.